Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kpke, implanted:(B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported therapy had never been effective for her since implant in (B)(6) 2014; she had urinary tract infections (utis) for five years before she was implanted and her physician told her she needed this device and she thought it would help her utis. The patient also reported her physician told her she had a bladder leak but she stated she could not empty her bladder all the way and she does not have a bladder leak. The patient no longer works with that physician and she turned off her device (B)(6) 2015. The patient went to a doctor two weeks ago and she had a bad uti and the device was not helping her burning sensation with the uti. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to obtain the circumstances that led to the patient's lack of therapeutic benefit and actions taken to resolve the reported issues. If additional information is received, a follow-up report will be sent.